Event description:
Boston scientific received information that this patient received inappropriate antitachycardia therapy and inappropriate shock therapy due to atrial flutter which lead to a stable and high right ventricular rate. The shock delivered converted the atrial arrhythmia but resulted in a high ventricular rate. A request for review was sent to technical services. No adverse patient effects were reported. A follow up was scheduled.

Manufacturer narrative:
Technical services reviewed the save to disk and discussed the detection enhancement features when it comes to the newly installed software. It was noted origin of the arrhythmia was conducted atrial flutter to the ventricles. The device made a therapy decision based on the fast ventricular rate. The shock delivered was clinically not necessary ¿ for an (svt) ¿ however, the energy cardioverted the patient, restoring normal sinus function. Technical services noted that based on the software the device functioned as designed and programmed. With the upgraded software, the detection enhancement will be applied should this case occur again, and no action would be required. Further technical services discussed programming options to avoid potential therapy from the device with this type of arrhythmia.